Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited low impedance, high capture and the rv lead was found to be damaged. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events low lead impedance, high capture, and damaged lead insulation were confirmed. As received, a complete lead was returned in one piece. Visual inspection and analysis of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The lead had internal shorting due to inner insulation damage that exposed the inner coil consistent with procedure damage. The cause of the reported events was due to inner insulation damage that exposed the inner coil consistent with procedure damage.